Manufacturer narrative:
Concomitant medical products: product ID 37602 lot# serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: implantable neurostimulator.

Event description:
A patient reported their prior implantable neurostimulator (ins) came out of their muscle tissue. It flipped around (B)(6) 2014. It was noted that the ins's are located under each breast. The ins was indicated for movement disorders. See related regulatory report 3004209178-2016-26710.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.